Event description:
Patient representative additionally reported diagnostic reports which diagnosed "axillary lymph nodes with pronounced silicone lymphadenopathy¿, ¿sparsely adherent mammary tissue with cystic duct¿ and ¿heavy metals noted in blood¿ not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, g.1, g.2, h.6 the event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified; an opening. It cannot provide further details due to the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient¿s representative reported "the patient experienced the event of severe breast pain", "us showed suspected leakage + pathological lymph nodes under the axillae¿, "sonography showed, confirms leakage with severe fibrosis findings for the lymph nodes are unclear¿. Also reported ¿neck tension, massive headaches, dysphagia and back pain" which are not related to the device. This relates to the right side. The device remains implanted.

Event description:
Additionally, patient's representative reported "capsular contracture baker grade iii-IV, leakage / perforation, axillary siliconomas in lymph nodes, "arthralgia in the sense of secondary immune reactions with silicone leakage" the device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b.5, d.6b, h.6. The events of "capsular contracture and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.